Event description:
It was reported that a user experienced marked blood glucose fluctuations while using the ilet after eating without announcing a meal, followed by pump alarms and subsequent disconnection; the user later planned to reconnect once glucose exceeded 100 mg/dl. Symptoms included trembling, nausea, sweating, and diarrhea associated with hypoglycemia and rebound hyperglycemia. Outcomes included transient severe hypoglycemia to 40 mg/dl and hyperglycemia over 400 mg/dl lasting a couple of hours without medical intervention or hospitalization. Investigation included complaint handling with user follow-up attempts and referral for additional training. Investigation of this case revealed that the event aligned with user management factors, including unannounced carbohydrate intake and probable overtreatment of hypoglycemia with oral glucose and food, rather than a device performance problem or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and the need for further education on hypoglycemia treatment and meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.